Event description:
The customer reported having high blood glucose. Troubleshooting was declined. The customer stated that she has changed the infusion sets four times in the past two days. The customer believes that her insulin pump is not alarming. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.